Event description:
Report received from (B)(6) stating that during testing the device was "getting very hot." The device was not being used during surgery. It is unk if injury or medical intervention occurred. It is unk if a delay in surgery occured as a result of the device issue. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).